Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with blood glucose documented at 65 mg/dl and trending downward, leading the user to disconnect from the system due to frequent alarms and fluctuating glucose and to request a product return. Symptoms included hypoglycemia. Outcomes included user-initiated discontinuation of therapy and return of associated supplies. Investigation included troubleshooting and education performed with the user. Investigation of this case revealed no device alerts or alarms at the time of the reported hypoglycemia and no confirmed device malfunction, with the cause of the hypoglycemia remaining unclear. It was concluded that the event involved hypoglycemia with an undetermined root cause and no confirmed device-related failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.